Event description:
Additional information received 09-oct-2019 stated it was the sheath that surrounds the introducer/dilator that separated from the device. It was not noticed if the piece came off the device when the user withdrew the dilator. The piece that came off the introducer/dilator perforated the bowel. The piece that was in the patient¿s abdomen as a "foreign object" was the device that came off the introducer/dilator.

Manufacturer narrative:
The actual complaint product was not returned for evaluation, the retained introducer will be held by the user facility. All information reasonably known as of 30-oct-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 26-sep-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
An FDA user facility report # (B)(4) was received and the following information was provided: the patient was in ir (interventional radiology) for a gj peg tube placement. During placement, md did not encounter any unusual circumstances other than a slight "catch" of the dilator as peel away sheath was separating from the device. Post procedure, the patient complained of abdominal pain. CT scan of the abdomen revealed bowel perforation and retained foreign object. Patient was sent to operating room and foreign object was removed and discovered to be a part of the device that was not supposed to separate from product. Original intended procedure: gj tube placement. Additional information received 17-sep-2019 stating the patient was discharged from the user facility on (B)(6) 2019. There were not further issues.